Manufacturer narrative:
The device will not be returned, as it was discarded by the user facility. Additional information was received indicating that 5 months post implant of this annuloplasty band, it was explanted and replaced with a bioprosthetic valve due to mitral regurgitation. The necessitated replacement was attributed to the patient's native valve. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 5 months post implant of this annuloplasty band, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.